Event description:
The customer received a blood glucose reading on a contour next link 2.4 meter that was 100 mg/dl higher than that obtained on a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter, test strips and lancing device were sent to the customer.